Manufacturer narrative:
Cage was returned in good condition. Some material deformation was noted on the threaded insertion hole and on the flat surface where it interfaces with the inserter. Deformation is consistent with the process of implantation. Dimensional review found device to meet specification. No definitive conclusions can be made at this time. Based on the actions taken by the surgeon, the issue may have been related to a sizing issue.

Event description:
It was reported that the patient experienced post-op migration of the concorde bullet cage placed at l5/s1. Patient was implanted with viper hardware l4-s1. Surgeon revised the patient placing a larger cage at the site.